Manufacturer narrative:
The product was not returned for evaluation. As such, confirmation of this complaint cannot be specifically determined. However, the customer did report that during clean up the staff had cut the battery pack before disposing of the device. The battery pack shorted, overheated and then began to melt. Since the lot number of the reported device was unknown, the device history record was unable to be reviewed. Based on the available information is it most likely that the battery pack overheated due to introducing a short in the power circuit when the customer severed the electrical wires. As such the cause would be improper disposal of the device in contradiction of the instructions for use (IFU) warning. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn.

Event description:
It was reported that the hospital staff were cutting off the battery pack (aa) to the pulsavac plus, before disposing of the unit. The battery pack shorted, overheated and then began to melt. It was a matter of concern as that could have caused a fire if combustible materials had been contacted by the overheating battery pack. Additional information received indicated that the issue occurred after surgery during clean-up and there was no patient involvement associated with the report. In addition, no user harm or injury occurred.